Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalization [hospitalisation] mistaken rapid-acting insulin for long-acting insulin [device use confusion] mistaken rapid-acting insulin for long-acting insulin [wrong product administered] case description: this serious spontaneous case from norway was reported by a consumer as "hospitalization(hospitalization)" with an unspecified onset date, "mistaken rapid-acting insulin for long-acting insulin(device use confusion)" with an unspecified onset date, "mistaken rapid-acting insulin for long-acting insulin(wrong drug administered)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", rapid-acting insulin and long-acting insulin (unspecified) with an unspecified onset date for unknown indication. Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unspecified date, a few years back, the patient ended up in the hospital after having mistaken the rapid-acting insulin for the long-acting one. It had been a great day for the patient up until that point. The patient had been kite surfing for hours, eaten good food and then planned to relax with a movie. But first had to take his long-acting insulin and turned the novopen echo to 20 doses and put the needle to his leg. He had done this countless times before but just this one did not pay enough attention. Injecting all 20 doses probably took around 15 seconds and when he had finished, he noticed that he had used 20 rapid-acting insulin instead of the long-acting one. Before this, he had never injected more than 5 doses long-acting at one time. The patient currently use novopen echo; a red for rapid-acting insulin and blue for long-acting insulin. Batch numbers: novopen echo: requested the outcome for the event "hospitalization(hospitalization)" was not reported. The outcome for the event "mistaken rapid-acting insulin for long-acting insulin(device use confusion)" was not reported. The outcome for the event "mistaken rapid-acting insulin for long-acting insulin(wrong drug administered)" was not reported. Preliminary manufacturer's comment: (B)(6) 2022: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Relevant information on device batch number, improper use or storage and training by health care professional is unavailable. No conclusion is reached.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Low blood sugar [blood glucose decreased]. Mistaken rapid-acting insulin for long-acting insulin [device use confusion]. Mistaken rapid-acting insulin for long-acting insulin [wrong product administered]. Case description: this serious spontaneous case from norway was reported by a consumer as "low blood sugar(blood sugar decreased)" with an unspecified onset date, "mistaken rapid-acting insulin for long-acting insulin(device use confusion)" with an unspecified onset date, "mistaken rapid-acting insulin for long-acting insulin(wrong drug administered)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", , novopen echo (insulin delivery device) from unknown start date for "device therapy", , novorapid (insulin aspart) (dose, frequency & route used- 1-6 5-10 times/24 hours) from unknown start date and ongoing for "product used for unknown indication", levemir (insulin detemir) (dose, frequency & route used- 12 or 22 (day and evening)) from unknown start date and ongoing for "product used for unknown indication", on (B)(6) 2021, a few years back, the patient ended up in the hospital due to low blood sugar after having mistaken the rapid-acting insulin for the long-acting one. It had been a great day for the patient up until that point. The patient had been kite surfing for hours, eaten good food and then planned to relax with a movie. But first had to take his long-acting insulin and turned the novopen echo to 20 doses and put the needle to his leg. He had done this countless times before but just this one did not pay enough attention. Injecting all 20 doses probably took around 15 seconds and when he had finished, he noticed that he had used 20 rapid-acting insulin instead of the long-acting one. Before this, he had never injected more than 5 doses long-acting at one time. On (B)(6) 2021, the patient was discharged. The patient had used the specific novopen echo 5 years at the time of the event. Patient had received sufficient training in use of the pen from hcp. The patient currently uses novopen echo; a red for rapid-acting insulin (novorapid) and blue for long-acting insulin (levemir). Batch numbers of novopen echo (blue and red), novorapid and levemir was unknown. Action taken to novorapid was reported as no change. Action taken to levemir was reported as no change. The outcome for the event "low blood sugar(blood sugar decreased)" was unknown. Investigational result: name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: levemir batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following information was added, event low blood sugar added with hospitalization as seriousness criteria, suspect novorapid and levemir added, device tab updated with new information, investigation result updated for all suspects, annex b, c, d and g codes updated, narrative updated accordingly. Reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2022-00089. Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2022-00088. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 06-jan-2023: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Relevant information on device batch number, improper use or storage and training by health care professional is unavailable. No conclusion is reached. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen echo. H3 continued: evaluation summary investigational result: name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available.